Event description:
Information received by medtronic indicated that, during an ablation, the user received system notice message 50006 (the safety system has detected blood on the catheter handle, stopped the injection and disabled the vacuum). Blood was observed coming through catheter on the coaxial umbilical cable. The catheter and cable were replaced and the cryoablation procedure was completed without further issues. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Bin files were reviewed and showed system notice #(B)(4) ¿outer vacuum compromised¿ at injection 4 of catheter (B)(4). Bin files also showed the system notices #50006 ¿blood detection¿ and (B)(4) ¿leak detection¿ for the date of event. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was visually inspected and functionally tested. The product returned matched the devices referenced in the complaint record. Product was shipped in a biohazard kit and received in proper condition. Smart chip verification indicated the catheter was used for 4 injections. Visual inspection of catheter 2af284 / (B)(4) showed the balloon is full of blood on the inside. Performance test failed due to system notice ¿50006¿ blood in catheter¿. Pressure test revealed a kink and leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 0.96¿ inches from the tip. Dissection of the handle showed traces of blood at the vacuum service loop. Final resolution: the reported system notice #50006 issue has been confirmed through testing. Catheter 2af284 / (B)(4) failed the inspection due to guide wire lumen breach.